Event description:
Pump was reported to overinfuse. A bottle of 20% lipids was reported to be programmed to infuse at a rate of 6.3ml/hr, but reportedly infused at a rate of 63ml/hr. No add'l details were able to be obtained. No medical intervention was required and no pt injury resulted.